Event description:
The pt fell and felt no stimulation afterward. The pt went to the emergency room where x-rays were taken. He was discharged from the emergency room and was told that there may be a 'lead issue'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.